Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance the day after its implant. A lead safety switch (lss) was triggered as a result. Technical services (ts) reviewed the reports and saw that the auto-threshold test was in suspension due to low amplitudes since the lss was triggered. Additionally, the lead exhibited loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.